Event description:
During a laparoscopic liver resection the cem 23khz nosecone was activated continuously without pressing the button. The hand piece settings were standard tissue select, 70% amplitude, 3 cc/min irrigation, 100% aspiration cautery machine settings 70 coag/spray. It was reported that after approximately 20 minutes activation time the event occurred. The unit was replaced with a new nosecone. The surgery was delayed approximately 2 minutes. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.